Event description:
Patient reported left side rupture and breast pain and later reported capsular contracture baker grade IV and 'hypersensitivity' and no rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, h11.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6.

Event description:
Patient reported capsular contracture grade unknown. The device has been discarded.

Event description:
Patient reported left side rupture and breast pain. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.